Manufacturer narrative:
The investigation determined that the tubing that became disconnected was not the correct tubing specified by the manufacturer.

Manufacturer narrative:
The field service engineer found tubing disconnected from a balancer due to the tubing being stiffened over time. Leakage from the disconnected tubing dropped onto a fan below, resulting in an electronic failure of the fan. The fan had melted parts in its center. The fan was replaced. This event occurred in (B)(6).

Event description:
The initial reporter stated they received an alarm on their cobas 6000 e 601 module indicating the power supply was not functioning normally. There was a suspicious smell coming from the analyzer which resulted in evacuation of the laboratory and fire department intervention. The e 601 did not generate any smoke or fire.